Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A service history review, functional testing, and visual inspection were performed. The device cannot turn on issues was identified as an f-94 alarm during functional testing. The cause of the f-94 alarm condition was determined to be low battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump could not turn on. This occurred before use. There was no patient involvement. No additional information is available.